Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 12-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui and stent graft limb was implanted along with a talent occluder in an emergency procedure along with a fem-fem bypass for the treatment of a ruptured aaa. It was reported the patient expired post procedure. As per the physician the cause of the event was anatomy. No additional clinical sequalae and the patient is expired